Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined a conclusive cause for the reported difficulties cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined a conclusive cause for the reported difficulties cannot be determined.

Event description:
It was reported that procedure was to treat a lesion in the moderately calcified proximal circumflex (cx) coronary artery. A 3.50 x 12 mm xience alpine stent delivery system (sds) was advanced without resistance to the lesion. While attempting to deploy the stent implant, it was found that the balloon would not inflate in order to deploy the stent implant. Following two unsuccessful attempts to inflate the balloon, the sds was removed from the anatomy without resistance. Another 3.50 x 12 mm xience alpine stent delivery system (sds) was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.